Event description:
Pt had insertion of realize lap band on (B)(6) 2009. She presented to dr. (B)(6) in (B)(6) 2010 with failure to lose weight and inability to inject saline into lap band port. On (B)(6) 2010, pt had a revision of the port. The port was found to be disconnected from the inflation tubing. The port was removed and discarded. No further surgical intervention was performed.